Event description:
It was reported that after a supply bag disconnected during fill three on a homechoice (hc), the home patient (hp) reconnected the bag. The technical service representative (tsr) explained that the supplies were compromised and assisted the hp in ending therapy. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.